Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and error of maintenance required code #3 appeared during initial setup of the unit. Checked the unit and found autofill failure occurred while checking the unit on the system trainer and balloon. Performed pneumatic system test and functional tests found all parameters within the range. Rechecked the unit on system trainer and balloon for 2 and half hours found working good and no any alarm and error code appeared during this duration. Machine kept under observation. Handed over the equipment to the customer in good working condition.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character restrictions in block e1 site name : (B)(6).

Event description:
It was reported that during initial set up, the cs100 intra-aortic balloon pump (iabp) unit shows an error of maintenance required code #3. There was no patient involvement.